Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise or interference was seen on the implantable cardiac monitor (icm) electrogram and this was common for past transmissions. The icm remains in use. No patient complications have been reported as a result of this event.